Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous left main coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for pre-dilatation; however, while trying to cross the lesion, angiography revealed that the shaft was broken from mid to distal portion of the balloon. The device did not break entirely inside the vessel and the entire balloon shaft and balloon was removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 22.3cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.